Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in a de novo lesion in the mid left anterior descending (mlad) artery with 90% stenosis, moderate calcification and mild tortuosity. The dragonfly opstar imaging catheter was not recognized by the doc and could not connect during preparation. Another attempt at connection to the doc was successful; however, calibration error occurred upon pullback attempt. Manual calibration was attempted but ischemia was noted. The procedure was paused removing the dragonfly opstar which improved the ischemia and pre-dilatation using 2.0mm trek balloon was performed treating the ischemia. A stent was implanted. Another dragonfly opstar was used to continue and successfully connected to the system and optical coherence tomography (oct) procedure was completed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication and calibration problems were unable to be confirmed, due to the condition of the returned device preventing functional testing (dried contrast). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem and calibration issue appear to be related to operational context. The catheter¿s optical fiber was noted to be broken, which was the cause for the reported communication failure and subsequent calibration issues. In this case, it is likely that the optical fiber break was caused by the use or handling techniques employed. The reported patient effect of ischemia is listed in the dragonfly opstar instruction for use as a known complication that may occur as a consequence of intravascular imaging and catheterization procedures. The unexpected medical intervention was related to procedural circumstances. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A cause for the reported ischemia, and the relationship to the imaging catheter, if any, cannot be determined. The unexpected medical intervention was related to procedural circumstances. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot# corrected from 10275305 to 10282277. D4: expiration date corrected from 4/3/2026 to 4/11/2026. D4: primary UDI number corrected from (B)(4). H4: device mfg date corrected from 4/3/2024 to 4/11/2024.